Event description:
The customer reported that the insulin pump had an error alarm during the manual prime process, and the device was stuck on the rewind/prime loop. Advised the customer to revert to back up plan. The customer's blood glucose reading was 125mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and alarmed an error during the basic occlusion test as a result of a loose drive support disk.